Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station needs full sync . A field service engineer changed duplex speed to half 100 and began sync. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia system had a error message of "device require full download". The customer reported that the user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.